Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02036. It was reported the patient experienced ineffective stimulation due to high impedances confirmed on lead contacts 9-16. It is unknown which lead is related to the issue so both leads are being reported. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2020, wherein the full system was explanted and replaced to address the issue.